Event description:
A medtronic representative reported that the screw was stripped out on the open spine clamp. This event was reported outside the operating room and no patient was present.

Manufacturer narrative:
No patient was present at the time of alleged malfunction. The adjustment screw head and threads are in good condition. The clamp face travel is normal. No problem found. Note: the crowned surface on the head of the adjustment screw is normal, but may have been interpreted as a failure.